Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer added additional insulin to the cartridge prior to the minimum fill message. Customer's blood glucose level was 308 mg/dl. Reportedly, the customer successfully loaded a new cartridge onto the pump.